Manufacturer narrative:
Device analysis for the unknown lead revealed the body conductor broken at titan anchor site. The #0, #1, #5, and #6 conductors were broken 20.5 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Analysis results of the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a lead defect. It was reported there was a loss of stimulation. It was not known what factors may have led or contributed to the issue (no factors were stated), and the event date was asked but unknown. An impedance measurement and reprogramming was performed. However, the patient did not receive effective therapy after reprogramming. The impedances were greater than 4,000 ohms on electrodes 0, 1, 5, and 6. The lead was replaced and the issue resolved. The patient was alive with no injury.

Manufacturer narrative:
Product ID: 977a290, lot# unknown, product type: lead. Device evaluation: analysis of the 977a290 lead found all conductors were broken 31.7 cm from the distal end.

Event description:
A second lead was returned referencing the event, however, no additional information was obtained regarding the reason for explant.

Manufacturer narrative:
Product ID: 3877-45, lot# 0205534239, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Correction: the analysis findings pertaining to the 977a290 lead (reported in the third follow-up report) has been moved to mfg report number 3007566237-2016-04530. The previously reported analysis findings in the second follow-up report belong to lead 3877-45, lot # 0205534239: the body conductor broken at titan anchor site. The #0, #1, #5, and #6 conductors were broken 20.5cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.